Event description:
Safety mechanism did not activate after infusion was completed. The clinician was unable to pull the wings up to engage the safety mechanism.

Manufacturer narrative:
A failed sample was not returned to vygon us, but vygon will be using information from the clinician as well as the lot history to perform an investigation. Since the results of the investigation are still pending, additional information will be sent in a follow-up MDR with 30 days of its conclusion.